Manufacturer narrative:
The therapy dates for the below products are unknown: model: unknown, scs ipg. Model: 1194, scs anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) ipg revision the physician noted the patient's lead was broken and exhibiting high impedance measurements. In turn, surgical intervention was undertaken at a later date to explant and replace the lead which resolved the issue. Note. Date of implant is unknown.